Manufacturer narrative:
Product analysis # (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): the axium prime coil and was returned for analysis within a shipping box; within a sealed biohazard plastic pouch and within a dispenser track. The axium prime coil was returned without the introducer sheath. Visual inspection/damage location details: the axium prime coil pushwire was found to be broken distal to break indicator. The axium prime coil was found to be already detached and returned. The axium implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath; however, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium prime coil was stretched. A replacement coil was successfully implanted. The patient's blood flow and vessel tortuosity were normal. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Additional information received reported that there were no issues that resulted in the damage that was found.